Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included dysfunctional uterine bleeding. In 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourses)"). On an unknown date, the patient experienced amenorrhoea ("no longer had cycles") and menstruation irregular ("irregular period'"). The patient was treated with dulaglutide (trulicity), insulin, metoprolol, rosuvastatin and surgery (bilateral salpingectomy, removal rescheduled for (B)(6) ,2020/scheduled (B)(6) 2020- postop (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain was resolving, the amenorrhoea, dysmenorrhoea, dyspareunia and menstruation irregular outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, amenorrhoea, back pain, dysmenorrhoea, dyspareunia and menstruation irregular to be related to essure (ess205). The reporter commented: right side- 2 coils, left side- 2-3 coils surgery -scheduled (B)(6) 2020, rescheduled for (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2006: bilaterally occluded fallopian tubes with proximally located essure sterilization coils.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received :outcome was added for back pain and abdominal pain lower. Product stop date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included dysfunctional uterine bleeding. In 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourses)"). On an unknown date, the patient experienced amenorrhoea ("no longer had cycles") and menstruation irregular ("irregular period'"). The patient was treated with dulaglutide (trulicity), insulin, metoprolol, rosuvastatin and surgery (bilateral salpingectomy, removal rescheduled for (B)(6) 2020/scheduled (B)(6) 2020- postop (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the back pain was resolving, the amenorrhoea, dysmenorrhoea, dyspareunia and menstruation irregular outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, amenorrhoea, back pain, dysmenorrhoea, dyspareunia and menstruation irregular to be related to essure (ess205). The reporter commented: right side- 2 coils, left side- 2-3 coils. Surgery -scheduled (B)(6) 2020, rescheduled for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2006: bilaterally occluded fallopian tubes with proximally located essure sterilization coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included dysfunctional uterine bleeding. In 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourses)"). On an unknown date, the patient experienced amenorrhoea ("no longer had cycles") and menstruation irregular ("irregular period'"). The patient was treated with surgery (removal rescheduled for (B)(6) 2020). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the back pain, amenorrhoea, dysmenorrhoea, dyspareunia, abdominal pain lower and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, back pain, dysmenorrhoea, dyspareunia and menstruation irregular to be related to essure (ess205). The reporter commented: right side- 2 coils, left side- 2-3 coils surgery -scheduled (B)(6) 2020, rescheduled for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2006: bilaterally occluded fallopian tubes with proximally located essure sterilization coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received : previously reported event "injury to herself" updated to "no longer had cycles", events- "dysmenorrhea (cramping), dyspareunia (painful sexual intercourses), lower abdominal pain, back pain, essure and ablation performed on same day", reporter, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.